Event description:
The customer reported the device leaked. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the bending section cover was falling off from the distal end. This report is being submitted for the malfunction found during evaluation (cover falling off). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, the bending section cover was falling off from the distal end due to loosening and detachment. In addition, the angulation lock was loose, the inner braid of the bending section was damaged due to handling, the bending section was damaged due to physical stress, the adhesive on the bending section cover was missing due to stress, the connector was damaged due to stress, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to external factors or handling. Olympus will continue to monitor field performance for this device.